Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Several attempts were made to contact the customer; however, the customer was not able to be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.